Event description:
It was reported that during a laparoscopic myomectomy, an error 5 was displayed in about 30 minutes. When the handpiece was checked with the test tip, the handpiece was activated properly. In the 2nd device, an error 5 was displayed in about 10 minutes. When the nurse cleaned the device outside the patient, the blade was broken off outside the patient. The device was used for the uterus. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device (a) was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. Device (b) was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure.